Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the leads were explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported patient was unable to place their system into MRI mode and troubleshooting exhibited that one of the leads had high impedance. As such surgical intervention is planned to address the issue.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000136463.